Event description:
Country of complaint: (B)(6). Veterinary customer complains the following: "exuberant reaction on the suture without dehiscence". Customer does not believe there is any risk to the pt and/or use.

Manufacturer narrative:
Mfg site eval: samples received: 5 unopened pouches. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Reviewed the batch mfg record, this product had a normal process, a normal sterilization process, the sterilization control was correct and the results during the process fulfilled OEM requirements. Monosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, we take note of this incident in order to assess if new of additional actions are needed. Corrective/preventive actions: not applicable.